Manufacturer narrative:
(B)(4). Batch # t93m2h. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled, and it fed and formed 3 conforming clips. In addition, the instrument did not lock out. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl spring was found out of position, causing the anti-backup failure. No conclusion could be reached on what caused the ratchet pawl to become damaged. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic gastrectomy, the jaws did not close when grasping the trigger. The device intended to be used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.